Event description:
It was reported that recently, this subcutaneous implantable cardioverter defibrillator (s-ICD) devices that was suspected of exhibiting premature battery depletion. This device was subsequently explanted to resolve the event and no additional adverse patient effects were reported. This s-ICD was discarded by the healthcare facility and will not be returned for evaluation.

Event description:
It was reported that recently, this subcutaneous implantable cardioverter defibrillator (s-ICD) devices that was suspected of exhibiting premature battery depletion. Details have been requested regarding the event resolution and potential explant procedure for this device, but at this time, no further information is available. Currently, this s-ICD remains implanted and in-service. No adverse patient effects were reported.